Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient was not feeling well and he was very weak; the patient¿s legs were ¿not able to get momentum¿. The patient stated that he tried adjusting his settings last night, but it did not resolve the issue. The patient spoke with the health care provider (hcp) and noted that the patient programmer said therapy was turned off; therapy was turned back on successfully. Follow-up for clarification revealed that it unknown if the issue was resolved as it was stated ¿there was no way to know if turning the device back on resolved the weakness¿. It was then stated that everything was fine and working; no further clarification was obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.